Manufacturer narrative:
Insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime, compromised forced sensor system test and excessive no delivery test or verify no excessive no delivery/occlusion alarm due to motor error alarms. Pump received with cracked case at the reservoir tube window corners, cracked lcd window, cracked reservoir tube window, cracked battery tube threads and cracked reservoir tube lip. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had motor error alarm. Customer was able to clear alarm. Customer was able to complete rewind. Drive support cap was normal. Customer stated that the insulin pump had insulin flow block alarm. Customer was assisted with troubleshooting insulin pump had no delivery alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.